Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Lot # - correction "5246528."

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. The log was downloaded and reviewed finding a loss of connection. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.